Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. DHR indicated that about 8 years have passed since the device was manufactured. Therefore, omsc assumed that the reported event was caused by the defect of the video connector socket due to aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an hepatobiliary surgery with the subject device, the endoscopic image was displayed intermittently. The procedure was completed. There was no report of patient injury associated with this event.